Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) device was explanted due to unspecified reasons. A new 18cm x 9.5mm ipp device was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated to reflect that this was an original implant surgery. Implant date recorded. Explant date recorded as not applicable. Correction: this event involved an original implant surgery. There were no reported patient complications and no allegations of device malfunction. This event therefore does not meet the criteria for adverse event or device malfunction reporting.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) device was explanted due to unspecified reasons. A new 18cm x 9.5mm ipp device was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. It was further reported that the event was an original implant surgery.